Event description:
Information was received from a patient (pt) who was implanted with a implantable neurostimulator (ins). The patient reported they are having the neurostimulator removed because their "back is leaking" where the leads are placed. The pt was not able to clarify. The pt provided all details and reviewed the spinal cord stimulator (scs) will be removed on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead; serial#: unknown; product type: lead. Product ID: neu_unknown_lead; serial#: unknown; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.